Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked and found auto fill failure on the machine. Checked with balloon and trainer for 3 hours no issues detected. Swapped the safety disk from other machine and kept under running for observation. Need to check again. Machine under observation. Again, same error repeating. Observed error repeating after 2 hours of running. Checked the issue with volume cylinder. Performed auto fill calibration and handed over in working condition after safety checks.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had auto fill failure. There was no patient harm.